Manufacturer narrative:
This report is submitted on december 9, 2022.

Event description:
Per the surgeon, the patient experienced pain with mild cellulitis and purulent discharge around the abutment which was treated with oral and topical antibiotics. The implant remains in-situ.

Event description:
Per the clinic, the patient underwent a revision surgery (specific date not reported) to cauterized the skin and subsequently, the patient was treated with injectable steroids (specific date reported). However, the issue did not resolve, resulting in abutment removal under mac (date not reported).